Event description:
Patient and/or device status is reported to the edwards lifesciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not a conventional customer complaint. In this case, it was reported that the device was explanted after an implant duration of approximately 7 months. On (B)(6) 2010, through follow-up with the health-care provider, it was learned that the device was explanted due to mitral regurgitation. According to the operative report, the patient had mitral valve repair performed with repair of the posterior leaflet and a ring. He had a difficult time postoperatively with a lot of neurologic issues which finally resolved. He, however, had evidence of recurrent mitral regurgitation that became at least moderate in severity, and he was in a low output state and really never was able to improve from that. With diuresis we also drove up his creatinine as high as 3, but it was back down to 1.64 at this time. He, therefore, had his mitral valve replaced. Per the surgeon, the reason for explanting the device was not related to a device malfunction.

Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Device not returned.